Manufacturer narrative:
It reported that the patient was experiencing red bumps while wearing the electrode - adapter - flex with the electrode - pad - cloth - nissha a10042. The electrode was unable to be inspected because it was not returned. Allegation was not confirmed as no images were provided and/or there's no evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: intrinsic factors: age extremes (pediatric 1-18 years), and known medical/dermatologic conditions. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported on (B)(6) 2025, the patient was experiencing red bumps from the use of electrode - adapter - flex while using the electrode - pad - cloth - nissha a10042. The patient's mother called (B)(6) to see if there were alternative electrodes to use since the patient is a minor. The mother did report that the patient will be taking a break in service (bis). The patient was sent universal patch and cloth electrodes. Additional information was received on 23 september 2025 and it was reported that the patient's skin has improved when the electrodes were removed. The patient's father noted that they prepped the patient's skin with soap and water prior to applying the electrodes. The patient did see a dermatologist for the red bumps and was prescribed hydrocortisone cream and now the patient is using an over the courter cream. No additional information was provided.